Manufacturer narrative:
Product complaint #: (B)(4). H6: component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number associated with these reports, lot tldbmx is invalid: events reported via: (B)(4).

Event description:
It was reported that a patient underwent a total knee replacement procedure in 2024 and barbed suture was used. During the procedure, the sales rep reported that surgeon was using suture during total knee case that it broke in 6 cases. None of broken sutures were saved but rep will send back fresh box of sutures within the same lot and request 20 total each's to be replaced (12 from impacted lot and 8 that were broken in total. Rep stated he was soaking his sutures in saline and betadine before using them but stated he's always done that without any issues in the pass. No patient harm. For one of them the needle from the suture did break off. No adverse patient consequences were reported.